Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The phenomenon likely occurred due to the defective main lamp that had been used over 400 hours. The reported issue was noticed before procedure. The procedure was finished successfully using the same device. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source xenon lamp stopped working after 400 hours. The customer mentioned that the spare lamp on the device was working however, it was dimmer. The event occurred during preparation for use and the procedure was completed using the same device. There was no patient involvement, no harm or user injury reported due to the event.